Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found scratches on the casing and the screen. Device evaluation identified that the battery was faulty confirming the reported event. Additionally, there was a malfunction within the logic board. The battery and logic board were replaced. The circuit boards were inspected. The device was calibrated. The case was checked for damage and tested on a simulator. The root cause was determined to be a malfunction within the battery and a shortage within the logic board. This type of reported event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post purchase, it was reported that the battery was defective. There was no report of patient involvement or patient harm. No additional information is available.